Event description:
It was reported that cartridge alarm 30 occurred during load process and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer acknowledged and understood.